Event description:
Reporter indicated that the pt had been experiencing more frequent seizures recently, but the pt's treating physician was unable to state whether the pt's seizure frequency was any worse than before beginning vns therapy. The physician believed that the issue may be due to the generator nearing end of service. Diagnostics were run on the pt's device indicating that the device is operating properly, and has not reached it's end of service. Currently, there are no plans for any interventions in regards to the increased seizure frequency. Based on the info available, the relationship between the increased seizures and vns therapy cannot be determined.